Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to the insulated-gate bipolar transistor (igbts) q13 on the defibrillator pca board being shorted. Additionally, u17 and u18 had pin 1 shorted to pins 6 and 7 on the defibrillator pca. The root cause for the shorted components was unable to be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.